Event description:
It was reported that bd ultra fine¿ pen needles experienced 2 cases of being unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320109. Batch no. 0077764. I use these needles on pens for diabetic use, they are the short 8mm x 31g item. As of late I have been having problems when using and not being able to get a flow thru needle very well, all this time I have been thinking it's a problem with the "medicine pens" themselves and complaining to manufacture of pens. I now find out that it's the needles which appear to be problem. I just had a needle that appears to be "solid" half way up the needle and could not get medicine to flow. I tried 3 pens and they would not work, I then tried a new needle and had no issue with new needle. This has been on-going for a while now and I never thought to try a different needle. This has been on-going issue for some time as I stated, the most common issue being you really have to force medicine thru pen and I now believe its been needle issue all along and either needle being plug or not having hole completely open.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-16. H6: investigation summary: customer returned a total of five opened pen needles with blue inner shields identifying them as 8mm, 31 gauge pen needles. Each of these pen needles were tested for clogs. A test pen was attached to each needle and saline was pushed through the system. The saline could pass through four of the five pen needles. The final pen needle was found to be clogged. A wire was fed through the clogged needle, which was found to be obstructed very close to the distal tip of the needle. Upon extracting the needle, a semi-transparent and colorless lump was found on the length of the wire. Additionally, similar material can be found along the length of the needle. This material may be errant adhesive that has clogged the needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was able to replicate and confirm the customer¿s indicated failure of a needle clog in one of the five returned samples. Per manufacturing, the probable root causes for this issue are a misadjustment of the adhesive nozzle or the flow on adhesive nozzle is set too high.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needles experienced 2 cases of being unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320109 batch no. 0077764, unknown. I use these needles on pens for diabetic use, they are the short 8mm x 31g item. As of late I have been having problems when using and not being able to get a flow thru needle very well, all this time I have been thinking it's a problem with the "medicine pens" themselves and complaining to manufacture of pens. I now find out that it's the needles which appear to be problem. I just had a needle that appears to be "solid" half way up the needle and could not get medicine to flow. I tried 3 pens and they would not work, I then tried a new needle and had no issue with new needle. This has been on-going for a while now and I never thought to try a different needle. This has been on-going issue for some time as I stated, the most common issue being you really have to force medicine thru pen and I now believe its been needle issue all along and either needle being plug or not having hole completely open.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) has been used as a default.  There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0077764. Medical device expiration date: 2025-03-31. Device manufacture date: 2020-03-17. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles experienced 2 cases of being unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320109 batch no. 0077764, unknown. I use these needles on pens for diabetic use, they are the short 8mm x 31g item. As of late I have been having problems when using and not being able to get a flow thru needle very well, all this time I have been thinking it's a problem with the "medicine pens" themselves and complaining to manufacture of pens. I now find out that it's the needles which appear to be problem. I just had a needle that appears to be "solid" half way up the needle and could not get medicine to flow. I tried 3 pens and they would not work, I then tried a new needle and had no issue with new needle. This has been on-going for a while now and I never thought to try a different needle. This has been on-going issue for some time as I stated, the most common issue being you really have to force medicine thru pen and I now believe its been needle issue all along and either needle being plug or not having hole completely open.